Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge was at 89% battery life when the customer went to sleep. In the morning, the pump battery gauge was noted to be at 100% battery life, without charging the pump. There was no reported impact to the customer's blood glucose level.